Manufacturer narrative:
Device available for evaluation; returned to manufacturer on: 04/05/2018. Device evaluation: the debris/particle was received in a plastic container. Sample was sent to the lab for further analysis. The ftir analysis indicates that the fiber-like foreign material is consistent with a cellulosic material (e.g. Cotton, rayon, lint). This is a common material used in protective clothing of production operators. Throughout the manufacturing processes, there are various cleaning operations and 100% visual inspection utilizing microscope magnification steps that would have identified and discarded a lens with similar particulate, as required by our approved procedures. The manufacturing process is performed inside a regulated clean room that requires full gowning before entering the room. The manufacturing controls are capable of identifying the presence of this type of particulate during the inspection controls, as defined part of the manufacturing process. The reported complaint was verified; however, it cannot be fully confirm if this issue occur during the manufacturing process, since the lens used was opened at the surgery site. Based on the investigation results, there is no indication of product quality deficiency. Manufacturing record review: manufacturing record review could not be performed since the serial number is unknown. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
(B)(6). Lens removed and replaced in initial procedure. Lens removed and replaced in initial procedure. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a foreign material was found in the eye during implantation. Foreign material was removed successfully with no patient complication. The intraocular lens (iol) product was discarded. There was no patient injury and no enlargement of wound. No additional information provided.